Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that his blood glucose has been higher for the past couple of hours after bolusing. The customer stated that he is concerned the insulin pump is not delivering the insulin properly. Then the call was disconnected and no add'l info was provided.